Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, far field p-wave oversensing, automatic mode switch due to noise episodes, and a decrease in right ventricular lead impedance were noted. The device was explanted and replaced. Additional information was requested but not received. The patient was in stable condition. Related MFR: 2938836-2017-16477, 2017865-2017-02230.